Event description:
It was reported by the customer that two PICC catheters continue to present rupture. This report addresses the second of two devices.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 2 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Dried residue could be felt within the catheter during tactile evaluation. The returned sample was flushed with a 12 ml syringe of water and a small leak was found in the catheter near the 1 cm depth marker. A microscopic observation revealed a small split at the location of the observed leak. The edges of the split were observed to be rough and slightly diagonal. The catheter was dissected in order to inspect the inner wall of the sample. Inspection of the interior wall of the catheter revealed additional damage at the corners of the split and slight indentations in the catheter material near the split. The location of the split as well as the additional damage observed within the returned catheter suggest the sample was damaged by the internal stiffening stylet during use. This can be caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp2683 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported by the customer that two PICC catheters continue to present rupture. This report addresses the second of two devices.